Manufacturer narrative:
Updated manufacturer's investigation: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was admitted due to increased pain at the driveline site, chest and diffuse abdominal pain. CT scan was unremarkable. The site detailed the patient had a history of chronic driveline infection and is currently on suppressive doxycycline. Infectious disease determined the pain was likely due to a driveline infection. The patient's treatment plan included a 4 week course of ertapenem with a PICC placement for continued management at home via intravenous therapy. Blooc cultures remained negative. Cultures from the driveline site were positive for superficial serratia. No further information was reported.